Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmented lobectomy, at the time of closing the refill, the stapler did not fire. The jaws of the device lock on tissue. Another reload was used to complete the case. There was no patient injury.